Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the hospital due to syncope. The physician detected high impedance values and one episode of very high frequency (that is suspected to be noise) and a little increase of the threshold. The physician suspects that it could be a lead fracture, or a bad connection between the lead and the device. The device and lead were subsequently explanted and replaced. No further patient complications have been reported as a result of this event.